Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and located underneath the device. The patient did not report open skin or bleeding. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient can remove the device to allow her body to air out. Follow up indicated the irritation improved.